Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4) -incomplete. Lot number is unavailable.

Event description:
It was reported that during an operation the front portion of the electrode broke. Additional information- during shoulder arthroscopy the front portion of the electrode broke. There were no patient consequences. The surgery was completed successfully.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Investigation summary: the device was received and evaluated. Visual observations revealed a broken active tip thus, confirming this complaint. The broken off faceplate was not returned. Saline residue and other stains were visible in the suction tube, indicating device was in use when failure occurred. Additionally, the surrounding ceramic was also heavily stained, indicating the device could¿ve been buried in tissue. The device was not functionally tested due to the damaged active tip, which could be a hazard to test equipment. The reported active metal tip falling out of the device was investigated via a supplier CAPA investigation and design and process improvements were implemented as a result. The likely root cause for this CAPA was identified as a) the weld bridge on active suction tube is not providing sufficient weld material and retention, b) mechanical fatigue due to stress corrosion pitting / corrosion and due to welding process, and c) misuse, (e.g. Extended activation or overloading of mechanical forces). However, the root cause for this incident cannot be precisely determined with the provided evidence. The CAPA has been closed due to a number of process improvements and design changes. The new design for the active suction tube was proposed with a wider weld bridge, raised side walls around the suction port and a smaller suction port length, all to improve the mechanical robustness of the active suction tube design and tip retaining function. Furthermore, no lot number was supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. The supplier's investigation found the occurrence rate of this failure with the new design to be lower than that of the old design. Therefore, at this time no additional corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). The lot number is currently unavailable.